Event description:
Caller reported a cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump and guided the caller through the process. Following the reset, the error code no longer appeared. Technical support advised the caller to wait 20 minutes before starting a new sensor session, which the caller understood and acknowledged.